Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune disorder ('claiming autoimmune diagnosed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not perform." On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), allergy to metals ("hypersensitivity-diagnosed nickel allergy"), autoimmune disorder (seriousness criterion medically significant), cystitis ("bladder/urinary problems: bladder infect") and vaginal infection ("vag. Infect."). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, allergy to metals, autoimmune disorder, cystitis and vaginal infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, autoimmune disorder, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain and vaginal infection to be related to essure. The reporter commented: received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic pain, abdominal pain, nickel allergy, bladder/urinary prob. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received - case becomes incident. Previously reported event injury nos was removed. New events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic pain, abdominal pain, hypersensitivity-nickel allergy, autoimmune diagnosed, bladder/urinary problems: bladder infect and vag. Infect was added. Essure indication and date removal was added. Patient date of birth as added. New reporter was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.